Event description:
It was reported that the right ventricular lead exhibited high, out of range, pacing lead impedance. The lead was capped and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.